Event description:
The report stated that during a cystectomy, the ligasure laparascopic sealer/divider would not release the sealed tissue. The surgeon had to insert another trocar and handpiece to remove the first device from the tissue. The surgery was delayed 15 minutes.